Manufacturer narrative:
Samples were drawn in the ER, using plasma lithium heparin, 3ml gel tubes. Specimens are centrifuged at 4,000rpm for 5 minuets. Per customer, the sample was confirmed to be a "full" sample draw. The sample 1/1 was kept at room temperature prior to repeat testing on that sample 5.5 hours later. Qc was running within customer ranges at the time of the event. A system check report from (B)(4) 2011 shows the instrument is meeting system check specifications. Service verified hardware which was within instrument specifications. No definitive root cause can be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously elevated troponin (accutni) result generated by the synchron lx I 725 clinical system for one patient. Fresh sample collected from the patient several hours later gave a negative result. The original sample was then retested and obtained result was also negative. Results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.